Event description:
The user was walking through the kitchen when the left rear wheel of the walker fell off. The user fell down backwards. The user had a pertrochanteric femur fracture, left.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. The wheel axles were lubricated with a grease that etac does not use. (B)(4).